Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Cement took longer than normal for setup, and the glass vial shattered.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. No product problem has been identified therefore no corrective actions are required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.